Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a black screen with white text. "Error: invalid environ block. Press any key to continue..."the site rebooted the system with some additional red error messages that were not recorded. The system then booted up properly. The manufacturing representative (rep) went to self-test and into the application and could not find anything unusual. The rep noted the system has a lot of licenses installed. The rep shut down the system again, and upon boot down the system's normal ubuntu screen was shown in all red text. There was no patient involvement.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID:9735764r, lot number: 2004c01973 h3, h6: the computer, lot number: 2004c01973, was returned to the manufacturer for analysis. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. H3, h6: the computer, lot number: 2243f01723, was returned to the manufacturer for analysis. The computer powered on when power was applied. After multiple power cycles no boot up or video issues were observed. The network and teradici configurations were set correctly. The video capture card functioned correctly. All display ports-dvi, hdmi and dp all functioned correctly. The sound functioned on the hdmi and dp ports. The computer passed all burn-in testing v9.1. The computer was fully functional. The reported event could not be duplicated by medtronic personnel. Codes b01, c19, and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Computer was replaced and the system then performed as in tended. Codes b01, c13, and d02 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2 additional information: section d and additional codes updated. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735764r, lot: - product ID: 9735785, lot: - img code g02004 applies to the cable and g0200701 applies to the computer. The medtronic representative (rep) performed additional troubleshooting. The rep reseated the solid state drive (ssd) and the red boot down screen still appeared. The rep inserted the ssd into the other slot on the computer and the issue still persisted. Technical services found that the system was throwing the "failed to start turn off uninterruptable power supply (ups) on computer shutdown error." To eliminate the possibility of this being a ups/battery issue, the rep checked self test. The battery indicated 100% while on wall power. The rep performed a battery test, and the system remained on for 5+ minutes, staying above 80% the whole time. The rep shut down the system via different shutdown methods. The rep noted that whenever the system was shutdown via the software, the red boot sequence appeared. However, when shutting down via the physical button, the system completely shutdown without a boot sequence. Technical services believed that there is a board inside the computer that was causing the color distortion and the computer shutdown error that only appeared when shutting down via software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.